Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that this patient originally had a resurfacing procedure for a right hip implant on (B)(6) 2011. Surgeon revised patient to primary components on (B)(6) 2016. At the time patient had an anterior column fracture with the resurfacing shell. Surgeon stated he had good fixation with the psl shell he revised her to.